Event description:
Customer was not moving or speaking. Spouse ran a blood glucose test with a result of 140mg/dl. 15 or 20 minutes later spouse retested and received a result of 206mg/dl. 911 was called and paramedics received a result of 30mg/dl. The customer was given a shot of glucose and orange juice to drink. No controls were in use and the customer stores strips outside of the storage vial. A request was made for the return of the suspect device and replacement product was sent.